Manufacturer narrative:
Date of initial report: 12/20/2007. The device has arrived and is currently being evaluated. When the investigation is complete a follow-up report will be sent.

Event description:
The reported stated, that the surgeon reported that during a c-section (using a cardinal c-section pack), our pencil became hot within 2-3 seconds, that the doctor could not hold it. The doctor wrapped gauze around the pencil but, said that even with the gauze, it was almost too hot to hold by the end of the procedure. The generator was set at cut 35 and coag at 70, fulgrate. When the biomedical engineer received the pencil, he noticed two brown marks by the corner of the coag switch which stood out against the red blood. He said it was less noticeable now that the blood had dried brown also. He assumed this was a possible burn mark.